Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unk), but that there was no ECG detection. The medics were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.